Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had no output. The epg passed incoming functional testing. It was indicated that the battery drawer, battery drawer o-ring, and main keypad were contaminated. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed to deliver electrical current to the leads even after the battery had been replaced. The epg was returned for service. No patient complications have been reported as a result of this event.